Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent a gynecological procedure of mesh implantation in order to treat a rectocele, enterocele,and defecatory dysfunction. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent excision of vaginal mesh on (B)(6) 2008 due to mesh erosion. Then on (B)(6) 2009, the patient underwent mesh removal due to chronic pelvic pain and removal of vaginal graft. No additional information was provided. It was reported the patient experienced deep inferior buttock pain bilaterally triggered by sitting and relieved by standing and awakens to pain and was diagnosed with bilateral pudendal entrapment neuropathy. The patient underwent a bilateral exploration, release and transposition of pudendal nerves on (B)(6) 2010. (B)(4) - dyspareunia; urinary and bowel problems.